Event description:
On (B)(6) 2012, the reporter left a message for animas alleging a priming issue with the pump: the pump was not loading and priming was not working. Animas had made 3 unsuccessful attempts to reach the reporter for more information. Based on the provided information, there was no allegation of patient impact associated with this complaint. This complaint is being reported due to the unresolved prime issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box revealed no 'loss of prime" warnings or prime issues. Several call service motor alarms were recorded in the pump history on the reported event date. The pump booted up normally and the "ez-prime" operation was successfully performed. The pump was able to prime and was exercised for 24 hours with no alarms duplicated. The force sensor reading was found to be within normal specification. The pump was opened and no damage or moisture was found to the force sensor circuit or to the power circuit. A loss of prime was induced and the pump gave the appropriate audible and visible alert. Unrelated to the complaint, the internal motor was found to be defective. Also unrelated to the complaint, the keypad was found to be torn and damaged extending from the contrast and down arrow keypad button. The contrast button contact was found to be missing. The "ok" button was intermittently responsive and "ok" key contact was found to be inverted. There was evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.